Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 06:47:33. During night drain cycle two, the patient's ultrafiltration reading was 1059ml, indicating the home patient drained 1059ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was verified through the review of the event history logs. The cause of the issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.